Event description:
It was reported that a device movement occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2024, during a routine follow-up examination, it was discovered the closure device had shifted proximally from the original implant position. A 3mm leak on the mitral side of the closure device was identified. The patient will remain on clopidogrel and aspirin and undergo additional imaging in six (6) to eight (8) weeks for re-evaluation.